Manufacturer narrative:
The insulin pump was received with a detached end cap. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime and compromised forced sensor system verify excessive no delivery and motor error alarms due to detached end cap.

Event description:
The customer reported via phone call that their device experience more than one motor error alarm within the last thirty days. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. Customer was advice disconnect from device and to refer to their healthcare provider¿s instructions. No further details or information available. The device will be returned for analysis.